Event description:
The user facility reported the catheter was used with the im3.st on a patient who presented with traumatic brain injury. While attempting to place the catheter, the catheter would not go through the channel. No patient injury was reported.